Manufacturer narrative:
The reported event is confirmed - cause unknown. Based on the photos attached, observed wet tray with a trace of vapors. The jelly sachet was torn open. However, the exact cause on how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to generated at supplier site or during transit to bard . A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter name: (B)(6) hospital. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the water-based lubricant broke and leaked into the foley tray.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital .the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the water-based lubricant broke and leaked into the foley tray.